Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation and "defective valve." Device has been explanted.

Event description:
Healthcare professional reported left side deflation and "defective valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, one opening curved on the plug strap disk shell bond edge and white particles in the inner surface. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap disk shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on the plug strap disk shell bond edge due to an unidentified (tear) opening and the valve looks good.